Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had a pod dislodge from the infusion site (arm) while wearing the pod between 4 and 24 hours. It was reported that the patient has a reaction to the adhesive and has been in contact with a diabetic educator that recommended using flonase on the infusion site of the pod before applying a pod. The patient was instructed to let the flonase dry completely before applying the pod. It was also reported that the patient has been in contact with their pediatrician and prescribed a steroid cream for the irritation and the rash that the patient received after removal of the pod. The patient was referred to a dermatologist but has not scheduled the appointment as of (B)(6) 2026.